Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer completed a supply change with approximately 160 units of insulin, and received a final fill estimate amount of 60 units. The customer reloaded the cartridge and received an accurate fill estimate. Additionally, it was reported that the wake button stopped working. During troubleshooting, it was confirmed that the pump turned on when plugged into a power source. The customer's blood glucose was 79 mg/dl at the time of the report. Customer would continue to use the pump for insulin therapy.